Event description:
It was reported that the crew was unloading a pt from the ambulance, when the cot dropped. Reportedly, the pt had a 1/4" laceration on her right elbow and complained of hip pain. Allegedly, the pt refused any medical treatment, but has since filed an injury claim.